Event description:
It was reported that restenosis was observed inside the deployed rx pixel stent (date of implant is unk). Another company's stent was required to treat the restenosis. No additional information was available.